Manufacturer narrative:
All operating currents were within specification. The unit passed the displacement test, self-test, and after battery change error test. The motor was tested outside of the device and passed. However, the unit alarmed motor error during the basic occlusion test and was unable to prime during the prime test due to moisture damage on the force sensor resistor. The unit had a partially broken reservoir tube lip, a minor scratched display window, a cracked case at the display window corner, cracked battery tube threads, a scratched reservoir tube window, and a cracked display window.

Event description:
The customer's wife called in to report a motor error alarm. The customer's blood glucose level was unknown. The caller performed the displacement test and it passed. The caller called back to report another motor error alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis. The customer received the replacement device and the button was unresponsive. The customer requested to return the new replacement device.